Event description:
Two days after percutaneous coronary intervention (pci), the pt complained of chest pain. Angiography revealed thrombus within the two implanted cypher stents.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 2-vessel disease was found. Elective percutaneous coronary intervention (pci) was first performed on a de novo lesion in the proximal left anterior descending artery (lad) of 20mm in length in a 3.0mm vessel diameter. The (b2) concentric lesion was at a bifurcation with a de novo lesion in the 1st diagonal of 10mm in length in a 2.5mm vessel diameter. This (b2) lesion was eccentric. Pre-dilation was conducted with a 2.5x15mm balloon at 8 atmospheres (atm) before deploying two stents by y stenting technique. First deployed was a 3.0x23mm cypher stent at 16 atm in the proximal lad and a 2.5x18mm cypher stent at 16 atm. Intravascular ultrasound (ivus) was conducted. Residual diameter stenosis measured 0%. Timi I and iii flows were recorded pre and post-procedure respectively. Post-dilation was conducted with a 3.0x23mm balloon at 6 atm by kissing balloon technique. Act was not measured. Intra-procedure medications heparin 10000 units. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Two days later, the pt complained of chest pain and returned to the hosp. Coronary angiography was conducted and thrombus was observed in two cypher stents. To treat the thrombus, aspiration and plain old balloon angioplasty was conducted. The physician commented that the possible causes of the thrombotic event were because the stents were implanted by y-stenting and anti-platelet therapy was started on the day of the procedure. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt. This is one of two products associated with the reported event that were submited under the following mfg number 9616099-2007-00664.